Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. Delivery anomaly-possible under delivery not confirmed. Delivery anomaly-possible over delivery not confirmed. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received with a depleted duracell alkaline battery installed. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event dates 06-oct-2025, 09-oct-2025 and 11-oct-2025 due to insufficient data in the trace/history files. Perform the history review (for the primary svn: (B)(6) and the related svn: (B)(6) on 30-sep-2025 to 11-oct-2025, there were no unexpected pump error(s)/alarm(s) noted in the pump history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.7 mv). The pump passed the functional testing. Unable to confirm alleged high bgs (hyperglycemia) and low bgs. Delivery anomaly-possible under delivery not confirmed. Delivery anomaly-possible over delivery not confirmed. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia. The customer also reported a possible under-delivery anomaly. Blood glucose value at the time of the event was 480 mg/dl. The customer experienced symptoms of dehydration (increased thirst) during the event. The customer who experienced hyperglycemia had an emergency room visit and was treated with manual injection, an insulin pump, and other (clanax steroids) and for hypoglycemia had an emergency room visit. The event involved product(s) mmt-1884, mmt-332a, and mmt-397a. Troubleshooting was performed. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer response was that the device will be returned. The customer will discontinue use of the reservoir. Mmt-332a was requested, and the customer response was that the device will be returned. The customer will discontinue use of the infusion set. Mmt-397a was requested, and the customer response was that the device will be returned.